Event description:
Ems crew arrived to find pt in full cardiopulmonary arrest with bystander CPR in progress. Assessment and initial monitor showed v-fib (0717 hrs). Defib with lif-pak 10 (unit #3) at 200, 300, and 360joules (0718 hrs). After the third defib the unit would not fire a fourth time. The pt was given intravenous epiepherine (0719 hrs), and intubated (0720-0721 hrs). A second defibrillator (unit #1) was secured and applied. The pt was successfully defibrillated at 360 joules (0722 hrs). A cardiac rhythm was established and the pt was transported to the hosp.